Manufacturer narrative:
Vyaire reference number: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr was able to confirm the reported event and determined the most likely cause of the issue was the main printed circuit board assembly. The fsr reported the exhalation flow transducer failed calibration testing. At this time, the fsr is awaiting replacement parts to complete the repair. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that vela ventilator alarmed "transducer fault". The customer reported there was no patient involvement associated with the event.